Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts slightly stretched over the markerband and lifted from the stent profile. The bumper tip of the device showed signs of damage on the proximal side where the tip was stretched. This type of damage is consistent with resistance being encountered on withdrawal of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the distal balloon profile. The proximal balloon cone was slightly relaxed out of its folded position. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found compression failure damage (accordioned) on the inner lumen in several locations. This type of damage is consistent with excessive tensile force being applied to the delivery system. Outer extrusion kinks were also noted across the length of the shaft and the midshaft was kinked and stretched and broke at the port weld. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-may-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage and mid-shaft break.